Event description:
Related manufacturer reference numbers: 2017865-2022-12053, related manufacturer reference numbers: 2017865-2022-12055. Upon product receipt, it was noted that the patient had deceased. It is unknown whether the death was device related. The cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
Only the connector portion of the lead measuring 8.2 cm was returned in one piece for analysis. Visual inspection and electrical testing were normal with no anomalies found.